Event description:
Reportedly, phrenic nerve stimulation was detected at the first clinic follow-up (1 month post implantation). An x-ray was performed which confirm a lead dislodgement . A reintervention was performed to explant the lead and to implant a new vega r58.

Manufacturer narrative:
The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of the patient files revealed that since 25 december 2023, three days post implantation, an issue with the ventricular lead position occurred (decease on the ventricular sensing and impedance). The reported phrenic stimulation was attributable to the lead dislodgement and confirmed with certainty with x-ray provided. As received the fixation function was blocked due to blood coagulation within the tip. After thorough cleaning to remove the blood residue, the fixation mechanism operated as specified. The x-ray tests confirmed that the screw is damaged and compressed, this finding could be occurred during the explantation procedure and not explain the reported lead dislodgement. All other electrical, mechanical, and dimensional measurements were within specifications. Based on available information, the reported dislodgement most likely occurred due to external factors that are independent of the lead characteristics, such as physician preferred implant site or patient physiology/anatomy. These issues are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
Reportedly, phrenic nerve stimulation was detected at the first clinic follow-up (1 month post implantation). An x-ray was performed which confirm a lead dislodgement . A reintervention was performed to explant the lead and to implant a new vega r58.